Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of resulting in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a french physician via a company representative and concerns a female patient. She was injected with radiesse®, into the left nose alar / top of the left nasolabial fold, on (B)(6) 2019. A needle was used for injection. On (B)(6) 2019, two days after the radiesse® treatment, the patient went back to the physician because she experienced edema and pain around the injection site. She was diagnosed with necrosis, due to injection. The patient was taken to hospital where she received treatment with hyaluronidase, heparin and hyperbaric chamber. No systemic antibiotic was prescribed. The necrosis was stabilized after the treatment. At the time of the report, the patient was still recovering. As reported, she had sequelae between the top of the upper lip to the injection site (top of the left nasolabial fold), a crust was present on the necrosis zone. In the opinion of reporter, the event was permanent as the patient was still experiencing necrosis because of the crust being present in the area, including the possibility that a scar was going to be visible in the next few months. In the opinion of reporter, the event was of severe intensity, not life-threatening and related to radiesse®.